Event description:
The plaintiff's attorney alleged that the patient experienced a ventricular tachycardia and ventricular fibrillation. This event is alleged to have been caused by the patient's exposure to the products administered during dialysis treatment.

Manufacturer narrative:
Additional information has been requested; a follow-up will be sent upon receipt of new information. This is 1 event for the same patient involving 2 separate products.